Manufacturer narrative:
Nimbus ii flex (B)(6) was received and tested following it-004-wi-003 rev. B. 16.3. Individually press each key on the keypad. 16.3.1. Passing criteria: each key press is signaled by an audio queue by the speaker. 16.3.2. Passing criteria: audio queue is clear and unaccompanied by static or other. 16.4. Select resume infusion. If not available, select new infusion. 16.5. Set the vtbi to 100ml. Leave all other parameters unchanged in order to replicate the infusion settings when the issue was identified by the user. 16.6. Press the run/stop key to run the infusion. 16.7. Using both hands, press the black cassette latch lock button and slide the cassette latch to release the cassette module from the pump. 16.7.1. Passing criteria: the cassette loading error alarm is accompanied by an audio queue from the speaker. 16.7.2. Passing criteria: audio queue is clear and unaccompanied by static or other. If all of the above passing criteria are met, the complaint is not confirmed and the device functions to specification. The reported issue of the pump not alarming on nimbus ii flex (B)(6) is not confirmed. The speaker made an audio queue at any time it was intended too. Pump meets passing criteria. DHR was reviewed and the pump passed all previous tests. Complaint data was reviewed and there was no previous complaint on this device.

Manufacturer narrative:
Device has been received. A follow up medwatch will be submitted when the analysis is completed.

Event description:
Customer reported "pump would not alarm". Medication being infused was chemo. No patient injury reported.